Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported power source issue and unit will not turn on. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported power source issue. The fse performed external inspection and found circuit breaker tripped, performed internal inspection and checked for loose wires and tubing and everything was properly connected. After resetting circuit breaker notice device only works on battery. Replaced power supply and reported problem was corrected.

Manufacturer narrative:
G4: 18jul2020, b4: 28aug2020. A power supply was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.